Event description:
It was reported that customer experienced several pump malfunctions, including malf 12. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device and received replacement pump, and no further information was received regarding any additional actions taken or the final outcome of the event.